Event description:
Dealer called stating that the (B)(4) lift is losing its bearings per the end user. Enduser would like us to send out all new casters since she is alleging that the 3 of them have fallen out. Purchased via order (B)(4). (B)(4).